Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0lurn, implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported that the patient had no stimulation sensation and never had therapeutic effect. The patient stated they had great results with their trial. The patient had been having accidents and didn¿t know what program changes they should make. It was also noted that the patient had ineffective programmer training because they were still under the effects of anesthesia and they were ¿really out of it.¿ the patient lacked basic understanding of patient programmer use. The patient was on program 1 at 3.0 volts at the time of report and they moved it to 5.3 volts and stated they could feel stimulation. Additional information received reports when the patient had the ins (stimulator) implanted she was feeling stimulation and since a few weeks ago she has been feeling a lot pressure. The pressure was so painful it feels like contractions and when she goes to sit she would have to hold the armrest and lift herself out of the chair. She had come to a point where she had to hold her breath. It comes and goes but she feels like it would get stronger and stronger like a contraction. This started a week now, no accidents or falls reported. The patient started with program 1 at 6.35 volts. She went to program 2 at 6.35 volts, program 3 at 6.35 volts, program 4 at 6.35 volts felt some stimulation but mostly pressure. She had a lock on stimulation to 6.35 volts on all programs. Patient service had the patient to turn down the stimulation on program 4 to 5.58 volts. She states no pressure and it's not painful. Patient will try this stimulation and see if it will help. She had an appointment on (B)(6) for a follow up. She mentions the last couple of week symptoms have decreased and on (B)(6) it was where she couldn't control symptoms. She couldn't make it to the bathroom she had an accident in the chair in the waiting room in the clinic. The patient mentions the hcp told her she was not sure how to use the ins and to call representative or patient service. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had spinal surgery and turned stimulation off for the surgery, but since turning stimulation back on the patient has not had therapeutic benefit. The caller reported that the patient is "going 3 to 4 times in a row as if she as never gone before." The patient was having more accidents and has to wash 6 to 7 times a day. The caller reported that the patient encountered the low patient programmer (pp) battery screen on (B)(6). The caller reported that the patient seemed to have symptoms when they were in pain. The patient had been having pain for the last year and a half and since 2010. The patient's pain was due to problems with their "lumber c4 c5 c6" which were done in 2011 and from then "still has the same pain like 3 weeks into recovery." The patient has surgery on l4-5 and l5-6 last month and none of the reported surgeries were reported to have been related to the patient's device or therapy. At the time of the call the patient did not feel stimulation and therapy was confirmed to be turned on. The patient reported that since turning stimulation back on they have felt it sometimes and if she did not feel it her symptoms were "out of whack." The patient was first advised to change the pp batteries and then got the ins battery low message and was then able to connect to the implant. Stimulation was found to be turned on and set to 6.35 on program 3. The patient was assisted with changing to program 4 and increasing to 4.0, but the lack of stimulation was not resolved. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the battery and impedances were checked with the clinician programmer. The amplitude was set to 1.0v and the patient was schedules for stage 1 and 2. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.